Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that the remote home monitoring communicator displayed a red blinking light indicating a potential product performance anomaly with this pacemaker. A boston scientific company representative referred the patient to the physician. No adverse patient effects were reported. This product remains implanted and in service.